Event description:
During the service evaluation process conducted at the manufacturer facility it was observed that the battery compartment broke off posing the risk of a small component being lost in the surgical site. . No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.